Event description:
The patient was implanted with a left ventricular assist device. Approximately 3 months post-implant, the patient was readmitted to the hospital due to not feeling well and a decrease in flow through the device. An x-ray and cardio CT scan revealed that the outflow graft bend relief was disconnected. According to the information provided, x-rays taken following implantation of the device revealed a properly connected bend relief and no signs of hemolysis were observed. The patient was subsequently returned to the or for re-operation and the outflow graft was replaced. The new outflow graft bend relief was secured with a fixation collar.

Manufacturer narrative:
The patient remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.